Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted to the hospital due to hemolysis. At the time of readmission, the pt had dark urine and an elevated lactate dehydrogenase (ldh) level of 3600. A ramp study revealed that the aortic valve was not closing until the speed of 11,000 rpm. Integrillin was administered on the pt for 96 hours and the ldh decreased to 2500.

Manufacturer narrative:
The pt remains under observation in the hospital and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.